Event description:
One pt sample with discrepant calcium results. Initial result 10.2 mg/dl. Same sample repeated twice gave results of 9.5 and 9.2 mg/dl. Erroneous result was not reported. The field service representative was unable to determine a specific root cause. Performance tests were performed and within specification.